Event description:
The customer reported that the intermittent emergency stop errors caused the system to lock up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.